Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump would automatically go into switch off mode. The customer's blood glucose level at the time of incident was 110mg/dl. No further information provided.